Event description:
It was reported that the customer was hospitalized for high blood glucose of over 373mg/dl. The mother stated that it was determined that the customer had extremely high ketones. It was stated that the customer woke up vomiting. The mother stated that the hospital ran a temporary basal rate and the insulin pump did not beep. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.